Event description:
Unable to use greenlight laser. Laser technician stated the screen was frozen on laser. Clinical staff changed procedure to transurethral resection of the prostate.

Event description:
Unable to use greenlight laser. Laser technician stated the screen was frozen on laser. Clinical staff changed procedure to transurethral resection of the prostate.

Event description:
Unable to use greenlight laser. Laser technician stated the screen was frozen on laser. Clinical staff changed procedure to transurethral resection of the prostate.